Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. The surviving spouse of the deceased and their attorney have indicated that the patients implantable cardioverter defibrillator (ICD) system "failed to function appropriately leading to the death" of the patient.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The exposed superior vena cava defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated apparent explant damage. Product is under legal hold. If information is provided in the future, a supplemental report will be issued.